Event description:
Clip deployed inside scope prior to use. Physician noted that while he was advancing clip catheter down the biopsy channel he met some resistance and when the catheter came through the tip of the scope that the clip was detached.